Event description:
Pt implanted in 1998 in upper and lower vermillion borders. Onset of infection, extrusion and implant shortening 7/98. Implant revised 1998 and pt treated with cipro. Implant explanted twice in 1998.